Event description:
Two baxter 0.9% sodium chloride 100 ml IV bags leaking, lot 348953, expiration oct 2017. This facility has had multiple similar events with this product. The manufacturer has been notified and product has been returned. . Manufacturer response for IV bag, 100 ml IV bags (per site reporter): unknown at this time.